Manufacturer narrative:
This report was sent in error, the video system center front basic network connector bnc connection on the picture in picture intermittently failed would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center front basic network connector (bnc) connection on the picture in picture (pip) intermittently failed. There were no reports of patient harm.